Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to diabetic ketoacidosis. She stated that she did not feel the insulin pump was working properly. No blood glucose reading was given. Nothing further was reported.